Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 105 / connect electrode belt) was confirmed. As received, pins 9 and 10, which connect via the yellow (pgnd) wire, were open inside the trunk cable connector. The cause of the code 105 and connect electrode belt prompt is the open connection. The root cause of the open connection is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 105 and was prompting the patient to connect the electrode belt when the electrode belt was already connected.